Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under-sensing of smaller atrial signals were observed on stored electrograms leading to early termination of atrial tachycardia/atrial fibrillation episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.